Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. A motor controller board and blower were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03jan2020. B4: (B)(6) 2020. The service engineer (se) inspected the device. The se confirmed the reported issue and also found an error code (1122) blower temperature high. The se replaced the motor control board and blower to address the reported issue and the unit passed testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
It was reported that the ventilator had an error code blower temperature high error. There was no patient involvement.